Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that she was sleeping and her infusion device began to beep and displayed a 3.00 and 77 on the infusion device screen. The power pack had been in use for about 2 to 3 weeks. The patient was instructed to remove the power pack and replace it with a new power pack. After the patient switched to a new power pack her infusion device started working properly. The patient was aware of the power pack recall and has been receiving her power packs as scheduled. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.